Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had a spinal cord stimulator implanted in 2011. It initially helped relieve the crippling pain from a workplace injury until its effects faded. Patient would cranked the device up to its highest setting, but they ended up relying on pain pills and whisky to make up for the difference. Patient's managing physician recommended patient switching to a competitor's device with hf10 therapy. No further complications were reported as a result of this event.